Event description:
Caller alleged discrepant inratio inr results. Results are as follows: date: (B)(6) 2014; inratio inr: 1.4 and 3.1. The time between testing was five (5) minutes. Reportedly, milking finger after finger stick, multiple finger sticks performed on the same finger and sample not applied immediately. Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no add'l info provided.

Manufacturer narrative:
Investigation pending.